Manufacturer narrative:
PMA/510k: k031216; reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the us analysis and results: there are no previous complaints of this code-batch of which we manufactured (B)(4) units of this code batch. There are (B)(4) units in stock blocked. We have received 2 open, unused samples with the needle detached from the thread and the thread is still wound on the pack. We have visually analyzed the received threads and the needles escaped from the thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Needle attachment results conducted on samples before releasing the product were 2.30 kgf in average and 2.42 kgf in minimum and fulfilled ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that when opened the package and grasped the product, the needle came off. There is no patient involvement.